Manufacturer narrative:
Batch review performed on 03 may 2018: lot 168375: (B)(4) items manufactured and released on 25 april 2017 expiration date: 2022-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in reporting instability due to a loose tibia. The cause of the loose tibia is unknown. The surgeon revised the medacta tibial tray fixed cemented # t3-i4 l with a medacta rev. Tibial tray left s3 and a medacta sphere insert flex left 12mm s4 with a medacta sphere insert flex left 14mm s3 almost 2 years and a half after primary. The surgeon also added augments and an extension stem. The surgery was completed successfully.

Manufacturer narrative:
On 30-mar-2020 we noticed that the batch review date reported in the initial report was wrong. The reported date was 03 may 2018, the correct one is 16 january 2020. Here below you can find the batch review with the correct date batch review performed on 16 january 2020 lot 168375: 79 items manufactured and released on 25 april 2017 expiration date: 2022-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.